Event description:
Ongoing memory loss for events circa 1980-1987 after series of shock treatments administered during major depression lasting from 1984-1986. Continued difficulty memorizing new material. Memory difficulties result in loss of confidence in self/anxiety.